Event description:
It was reported that the tip of the 4mm pituitary was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the dynamic shaft is broken at the tip. The breakage suggests excessive forces were applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.